Event description:
It was reported that (1) al326 was used during a diagnostic lap procedure. It was reported by the rep that the surgeon was attempting to ligate some small vessels and ligaments. When the al326 was used the clips were not ligating and falling off as well as the instrument was jamming preventing the jaws from opening. Therefore pulling back of the instrument was causing the clips to pull off. There was extended or time by forty-five minutes.